Event description:
It was reported the patient was admitted to the emergency room complaining of multiple shocks. The short interval counter reached 1600 in one day. Capture thresholds had increased. The lead was replaced due to a possible fracture. No further patient complications were reported as a result of this event. Additional information received reported noise and high impedance. The lead was capped.

Manufacturer narrative:
It was reported the patient was admitted to the emergency room complaining of multiple shocks. The short interval counter reached 1600 in one day. Capture thresholds had increased. The lead was replaced due to a possible fracture. No further patient complications were reported as a result of this event. Additional information received reported noise and high impedance. The lead was capped. No conclusion can be drawn impedance, high interference lead(s), fracture of oversensing shock, inappropriate high threshold.